Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gynecological procedure, while stapling the tissue, the input did not trigger during the procedure and stayed stuck. The device did not fire. The surgeon was able to squeeze the handle, but was not able to press the green button. There was a problem unloading the device. Another recharge was used to resolve the issue in order to complete the case. There was no patient injury.